Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Reportedly, customer reverted to an alternate method of insulin therapy. No additional information was provided and the customer declined troubleshooting with tandem technical support.